Event description:
A surgeon reported that during intraocular lens (iol) implant surgery there was a small tear in the posterior capsule wall. He stated the incision was enlarged and the lens was removed. He reported he thought it was best to leave the pt aphakic and to return to surgery at a later date and implant a monofocal intraocular lens. Add¿l info was received from the surgeon, who reported the lens was removed due to anterior chamber hemorrhage. He stated the iol did not cause or contribute to the event. He reported at this time an iol has not been implanted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 04/20/2012 and 04/27/2012 by phone, fax, and mail. A completed questionnaire on 04/30/2012. (B)(4).